Manufacturer narrative:
The device was returned to olympus for inspection. The most probable causes of the discovered damages are cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a leak coming from focus ring and video connector, blurry image due to bad ccd, and a griding sound coming from coupler. There was no patient involvement.